Event description:
The customer reported to olympus, the telescope, 3 mm, 30°, had an image problem. The issue was found during preparation for use for a diagnostic, otolaryngology exam. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the lens was misaligned. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a misaligned lens, a bent tube, and dents on the tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.